Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis that possibly ruptured after implantation. The patient reported that she believes the device in her left breast has decreased in size and that her left breast is hanging more than her right breast. In addition, the patient reported feeling pain in her left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.